Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was discovered to be dislodged. The patient was asymptomatic. The lead was removed and replaced on (B)(6) 2019 and the patient was stable post-procedure.